Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 815am. The patient reported blood glucose results of ¿157 and 173 mg/dl¿ with the subject meter and ¿123 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin. About 15 minutes after the start of the alleged issue, the patient claimed he felt symptoms of sweat, cold and warm. The patient administered self novorapid insulin (25 units) as treatment. The patient denied testing with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was unable to walk the patient through quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.